Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was noted that the patients ipg was protruding out and nearly breaking the skin. The physician suspected a potential infection upon opening the pocket site. Thus, the patient underwent an ipg explant procedure and was doing well post-operatively. The patient was placed on antibiotics and a drain was also placed. The patients infection was not device or procedure related and the cause was unknown. The explanted device will not be returned as it was kept by the medical facility.